Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states when pulling the emergency pull would not work on the actuator.